Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to a damaged display screen.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-65 years of age and between 40 and 226 pounds. Of the reported patients, (B)(6) were male, (B)(6) were female, and (B)(6) were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016. Of the 32 allegations of a malfunction, 21 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to a damaged display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 32 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-65 years of age and between 40 and 226 pounds. Of the reported patients, 21 were male, 11 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 01/26/2017 - device evaluation: in q4 2016 there was 1 additional instance of a blank screen failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.